Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service and a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module needs replaced to address the issue. The devices overhead blower filter was also replaced to address the issue.